Event description:
On (B)(6) 2026, senseonics was made aware of an unsuccessful attempt to remove a user's sensor. Localization efforts included the use of a transmitter, ultrasound, and a magnet. The user reported feeling well following the attempt. It was also noted that a previously implanted sensor in the same arm could not be removed, and both sensors remain in place. Plans for a future removal attempt have not yet been finalized, though the user intends to schedule another removal procedure. The user is not currently using the system as the sensor has reached the end of its life.

Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. Sensor removal status will be provided in a supplemental report once the information becomes available.